Event description:
The customer reported via phone call that the insulin pump alarmed battery out limit and had an unresponsive keypad. The customer's blood glucose was 125 mg/dl. She stated that she was trying to rewind the insulin pump and was unable to garner a response from the act button. After the keypad anomaly, she removed and reinserted the battery when she received the battery out limit. She noted that the batteries had been out of the insulin pump for greater than the duration allowed by the device. The customer did not observe any significant events leading to the keypad issues. She noted that she had dropped the insulin pump in the past but not recently. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All operating currents are within specification. No battery out limit alarms noted. The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted. The insulin pump was received with minor scratched lcd window, cracked reservoir tube lip, broken belt clip slot, and cracked battery tube threads.